Manufacturer narrative:
A sample product was not returned for analysis; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A facility representative reported that two iols were scratched by the same handpiece injector. The scratches were noted once the lenses were inserted into the patient's eye. It happened in the same surgical setting and each time the lenses were cut and removed without injury to the patient. On 3rd attempt a new cartridge, handpiece injector and lens loading forceps were used and there was no problem. The handpiece and lens loading forceps were cleaned and sterilized and used on other cases later that day with no incidents. The handpiece was suspected of having some kind of foreign material causing the scratches, although there was not any material actually seen.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).